Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an ablation procedure, the generator displayed a "grounding pad detached" message. The facility tried 3 different generators that they have on site. The procedure was cancelled. It was later determined that the physician was using the wrong size probes for the needles that were placed. It was not an issue with the generator.